Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue was use related to improper technique of using the touhy-borst lock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the doctor wanted to optimize the pump positioning under the premise that it was too deep, but the catheter appeared to be stuck. The physician was unable to move the pump forward or backward into the desired location. The automated impella controller (aic) subsequently triggered a placement signal low alarm and the patient's blood pressure began to drop. The staff was advised not to increase the support level until the positioning issue could be resolved. Upon follow up, it was discovered that during the repositioning attempts, the t-lock had been turned by the staff rather than the touhy-borst valve, which was why the catheter remained firmly in position. Repositioning was performed successfully following the correction. The patient later passed away that same day. There is not enough information to disassociate the use of the impella with the patient outcome.